Event description:
It was reported that during the implant procedure the lead was difficult to position due to the stylet lead tolerance being too tight. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.